Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient was hospitalized for 3 days due to stoma site infection. The patient was given intravenous antibiotics for the infection. A new tube was placed while he was in the hospital. On (B)(6) 2016, the patient was discharged from the hospital. Reportedly, the patient¿s condition improved after the issue was rectified.